Event description:
Aortic stent dislodged off deployment device. Surgically removed from pt, (B)(6) 2006. Update: (B)(6) 2006: user removed atrium stent graft off deploying balloon and placed stent graft on a boston scientific balloon. Stent dislodged from balloon before appropriately placed. Attempt at stent retrieval unsuccessful.